Event description:
Customer reported that on (B)(6) 2019 her adc freestyle libre reader would not turn on with button press or test strip insertion. She further reported experiencing a loss of consciousness. Customer had contact with a healthcare provider and was treated with a glucagon injection, an unspecified intravenous infusion and an unspecified medication. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product was returned for this complaint. Extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. DHR (device history review) for the libre reader was reviewed and the DHR showed the libre reader passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed this also serves as a correction report. Labeled for single use was incorrectly documented in the initial MDR report. Labeled for single use has been updated.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2019 her adc freestyle libre reader would not turn on with button press or test strip insertion. She further reported experiencing a loss of consciousness. Customer had contact with a healthcare provider and was treated with a glucagon injection, an unspecified intravenous infusion and an unspecified medication. There was no report of death or permanent injury associated with this event.